Event description:
Journal reference: vesper, et al. "Subthalamic nucleus deep brain stimulation in elderly patients -- analysis of outcome and complications." Bmc neurology, 2007; 7(7):1-9. The article describes the results from a retrospective study that involved a series of patients treated with bilateral deep brain stimulation (dbs) for management of symptoms related to idiopathic parkinsons disease. The study objective was to better understand how patient age affects the therapy outcome and determine if there should be an age limit on dbs therapy. Patient follow-up was performed every 6 months for two years. A total complications were noted involving some patients. Complications were defined as events that prolonged the patient hospital stay and/or caused significant morbidity. Reportable event(s): four patients (ipg n=4) experienced pneumonia. No treatment and outcome information was provided.

Manufacturer narrative:
Due to the limitations of the data, the reportable events are being submitted by complication type. The exact relationship between each patient, the devices used and the complications experienced was not provided. It is possible that each patient may have experienced more than one complication.